Event description:
It was reported that false occlusion alarms occurred. Customer states he reissues remainder of bolus and occlusion alarm is resolved. There was no adverse impact customer¿s blood glucose.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer states he reissues remainder of bolus and occlusion alarm is resolved. There was no adverse impact customer¿s blood glucose.